Event description:
Pt went to sleep with a blood glucose level of 72 mg/dl. The next morning it was over 450 mg/dl. She administered boluses through her insulin infusion pump, but it did not reduce her blood glucose level. She started manual injections which reduced the level. She was already vomiting, so she went to the hospital where she was admitted with diabetic ketoacidosis. While in the hospital she went back on pump therapy with her back up pump.